Event description:
It was reported that during a procedure, the device failed to function. There were no adverse consequences associated with this event. During the quality investigation in house, it was determined that the impreglon coating on the device was worn.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating was worn. With this condition, it is possible for flakes to fall off the device. The device was repaired and returned to the account.